Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not detect multiple cartridges. There was no reported adverse impact to customer's blood glucose level. Customer declined to troubleshoot and declined provide any further information to tandem technical support.